Manufacturer narrative:
Product ID 8709, serial #(B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was reported that the patient had an episode where her pump had not been working. It was noted that the patient was familiar with the experience of going from a working pump to a pump that was not working. The drugs used in this system were hydromorphone, clonidine, and baclofen. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.